Event description:
A stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 36 months ago. Vessel morphology at the time of implant was not reported. It was reported that the patient has disease progression with expansion of the iliac limb resulting in a distal type I endoleak. The physician elected to place another manufacturer's device and the type I endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation: results: endoleak; disease progression resulting in iliac limb dilatation. Evaluation: conclusion: disease progression resulting in iliac limb dilatation. Secondary intervention required.